Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The patient presented with an inferior myocardial infarction. Access was obtained via the right radial artery. The totally occluded target lesion being treated was located in a previously deployed stent in the proximal to mid left circumflex (lcx) artery with timi I flow. The restenosed stent had been implanted more than 10 years prior. Thrombus aspiration was performed resulting in the restoration of timi ii flow. Pre-dilation was performed with a 3.50x6mm unspecified cutting balloon to 22 atms resulting in 50% occlusion. A 4.00x32mm promus element plus stent delivery system was advanced to the lcx and deployed at 14 atms resulting in 10% residual stenosis. The stent seemed well positioned and well apposed following deployment. The stent delivery balloon was then advanced distal to the deployed stent and used for dilation to 20 atms. There was some resistance during inflation, so a 4.50x15mm maverick balloon catheter was advanced for post dilation, however, it could not cross the proximal portion of the promus element plus stent. Angiography showed that the proximal end of the stent had become shortened by approximately 6-8mm during the attempt to cross with the maverick balloon. A non-bsc guide wire was then advanced to the distal lcx and a 3.00x15mm non-bsc balloon catheter was then advanced to the lcx and effectively post dilating the stent to 20 atms. Additional post dilation to 20 atms was completed with a 4.00x10mm unspecified balloon catheter. Angiography was performed shoring focal restenosis, and the 4.00x10mm balloon was used for additional post dilation to 24 atms. The shortened stent left approximately 10-15% of the lcx restenosis uncovered, however, angiography showed good results and timi iii flow was restored. The patient was prescribed aspirin and clopidogrel. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).